Manufacturer narrative:
510k: this report is for an unknown impactor/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 during a left femoral trochanteric fracture a proximal femoral nail antirotation (pfna) blade was applied. The surgeon attached an unknown impactor to a blade 90mm both in question, then unlocked the blade. At that time, an unusual sound (as if something broke) was heard. Then, the surgeon inserted the blade into the leg and tried to lock the blade. However, the blade could not be locked. The blade was removed from the leg. The surgeon had a hard time removing the blade from the unknown impactor. Then, another blade 95mm was implanted properly. The surgery was completed, but, with a 30 minute surgical delay. There was no adverse consequence to the patient reported. This report is for one (1) unknown - impaction instruments: trauma.. This is report 2 of 2 for (B)(4).